Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that pump had error 358.2000.0 while in use on patient. The issue caused delay in care. There was no harm to patient.

Manufacturer narrative:
The report of error code 358.2000 was confirmed. Physical inspection discovered contamination on the logic board on u18. No contamination was found on any mechanical components. The pcu error log shows multiple 358.2000 malfunctions recorded in the syringe error log, one of them occurring during the reported event timeframe of (B)(6) 2019 at 2:46:49 am, when the spm was infusing and was interrupted by a 358.2000 malfunction. A basic infusion test run at two different rates was also conducted using a bd 50 syringe. The first infusion test was at ~99 ml/h; this infusion completed as expected. However, while running an additional infusion at 0.2 ml/h, the device malfunctioned with error 358.2000 after ~14 hours. The error code 358.2000 was suspected to be attributed to the contamination identified on the logic board. The source of the contamination could not be identified.

Event description:
It was reported that pump had error 358.2000.0 while in use on patient. The issue caused delay in care . There was no harm to patient.